Manufacturer narrative:
No product will be returned per customer because the product was discarded. Although requested, no additional patient information was provided.

Event description:
It was reported that the maxzero splashed. It was reported that blood splashed while disconnecting from an unspecified trifusion catheter. It was noted that both the patient and nurse were splashed. There was no delay or change in course of treatment due to the event. There was no intervention required. The event occurred on unit 9t. Although requested, no additional patient or user details were provided.